Manufacturer narrative:
(B)(4). Date sent: 02/06/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device only fired half of the staples on the first load. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56w3k. Additional information requested and received: just for clarification, for the first firing - did the device start to deploy staples and cut but could not be completed (partially fire)? Partially fired. If yes, were the staple line and cut line equal in length? Unknown. For the second firing that did not "work" - did the device not fire (no staples or cut line deployed)? The device didn¿t fire. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a reload present, the reload was unfired. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.